Event description:
It was reported that during npwt utilizing a renasys touch, because the canister full alarm and 808a occurred, the device was restart. But, this problem was not solved. The treatment was continued with a back-up device. There was no delay. There was no patient harm.

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No lot/serial number has not been provided, therefore a review is not possible. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.